Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient presented with chest pressure and pain on deep inspiration. Through diagnostic testing the right ventricular (rv) lead screw tip was determined to be partially in the pericardial fat. After further testing the patient's symptoms resolved and the rv lead tip became stable and remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.